Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control of the device was conducted during the investigation. The hospital had discarded the device implicated in this report therefore it was not returned and no physical examinations could be performed. However a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record noted one non-conformance. A review of the product complaint history for this device indicates this is the third complaint associated with the complaint lot number 6710249. The device is shipped with an instruction for use (IFU) that describes the intended use and precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the results of our investigation the root cause has been determined to be most likely related to the manufacturing process. Measures are being conducted internally to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
It was reported, that during a toce procedure, upon pushing the cook angiographic catheter to the entry of the hepatic artery the tip separated and traveled to the aorta. The physicians intervened using 3f pfm snares to retrieve the tip. The tip was removed, no fragments remained within the patient. No additional information has been received.